Manufacturer narrative:
2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device was evaluated in the field and it was determined the device experienced a fluid leak and litter cannot be raised, which are not reportable issues.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage. There was no patient involvement.